Manufacturer narrative:
(B)(4): the customer reported that the unit failed to detect the battery and would not power up on battery power. The customer was sent a new battery which resolved the failure. The unit remains at the customer site with the new battery installed. As of 11/23/2010,there have been no further problems reported from this customer site concerning this issue.

Event description:
The customer reported that the unit failed to detect the battery and would not power up on battery power.